Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 85% to 5% after being connected to a power source. In addition, the customer was unable to charge the pump despite the attempt of multiple wall adapters and power sources. Customer reported blood glucose level was 197 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.